Event description:
It was reported that a radio frequency (rf) telemetry anomaly was observed on the implantable cardioverter defibrillator (ICD) whereby excessive rf telemetry was detected. There were no reported patient consequences.

Event description:
New information received notes transmissions were being received as scheduled adequately. There were no complaints on the transmissions received. The patient was being monitored remotely and there were no patient concerns or consequences.